Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a/b negative when tested on cobas liat (s/n (B)(4)). The same sample was retested on the same cobas liat and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The same sample was retested with a different barcode ID on another cobas liat (sn (B)(4)) and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The same sample was retested again on the original cobas liat (s/n (B)(4)) and generated sars-cov-2 positive, influenza a/b negative results. It is unknown which results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although the root cause cannot be identified, true amplification was observed for alleged runs; 707 and 723. The alleged lot was previously tested in-house and the customer allegation was not observed. The product is performing as expected and no systems related issues were identified. A possible issue may be with sample handling. Facility name truncated due to character limit: (B)(4).